Event description:
The customer observed false reactive architect anti-hbs results on a patient. The results provided were: on (B)(6) 2025 initial=252.66 miu/ml (>or =10 miu/ml consider being protective against hepatitis b viral infection) there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data for architect anti-hbs reagent, lot 68144fz01. Data review of the architect anti-hbs assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 68144fz01. Historical performance of the architect anti-hbs reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. The median value of the patient population for the complaint lot 68144fz01 is within the established limits and comparable to historical reagent lot performance. All field data demonstrating that the lot is performing as expected. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect anti-hbs reagent, lot 68144fz01.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available.an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive architect anti-hbs results on a patient. The results provided were: on (B)(6) 2025 initial=252.66 miu/ml (or =10 miu/ml consider being protective against hepatitis b viral infection). There was no reported impact to patient management.